Event description:
It was reported that pump did not work. Unable to refill the arctic sun device. Per sample evaluation results on 02mar2024, it was reported that the arctic sun device had main circuit voltage card and heater causing a heating issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed main circuit voltage card. The device was evaluated upon receipt. System did not heat water. Replaced main circuit voltage card. Testing performed as per procedure. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that pump did not work. Unable to refill the arctic sun device. As per follow up information received via email on 25aug2023 the issue resolved by phone. No patient involvement. Per sample evaluation results on 02mar2024, it was reported that the arctic sun device had main circuit voltage card and heater causing a heating issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed main circuit voltage card. The device was evaluated upon receipt. System did not heat water. Replaced main circuit voltage card. Testing performed as per procedure. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.